Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The gladius guide wire was returned for evaluation. Partial as well as circumferential peeling of the ptfe coating was confirmed on the shaft about 41 cm from the proximal end. Replication test was performed according to known similar events. An unused guide wire of the same brand was inserted into a torque device. The torque device was slightly tightened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the testing guide wire. Based on the obtained information and investigation outcome, it was presumed that a hard and sharp part of the concomitant torque device such as a metal chuck scraped the wire surface and peeled the outermost ptfe coating. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some ptfe coating fragments might have entered into the vasculature. Instructions for use (IFU) states: [malfunction and adverse effects]. Breakage of the guide wire.

Event description:
It was reported that the procedure was to treat lesions in the right and left common iliac arteries (cia) and the superficial femoral artery (sfa). The guide wire was first delivered via the left femoral artery to successfully treat a lesion in the left cia. The moving to the right cia and the right sfa lesions through the aorta bifurcation, the physician was to reuse the guide wire and checked outside the patient anatomy when the ptfe coating of an asahi gladius guide wire was found peeled off. A new guide wire was replaced to successfully complete the procedure. There were no adverse patient effects associated with this event.